Event description:
It was reported the patient had an extension replaced due to a shocking sensation. It was stated that after implant, the patient experienced a shocking sensation for several months. Reprogramming was unsuccessful, and impedance checks showed signs of an open circuit. Stimulation was eventually lost, and an x-ray revealed a fracture in the extension. During the revision procedure, the replacement extension had problems, and was not used. Another extension was used, and the procedure was completed. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Implanted: 2011 (B)(6), explanted: unk, lead model 3777-60, lot# unk, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk, lead model 37752, lot# unk, serial# (B)(4), implanted: unk, explanted: unk, lead model 37743, lot# unk, serial# (B)(4), implanted: unk, explanted: unk, lead model 3708140, lot# unk, serial# (B)(4), implanted: unk, explanted: unk, lead model 3708120, lot# unk, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), lead model 3708120, lot# unk, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. The extensions have been returned to the manufacturer for analysis which is not complete as of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension model 3708120 (B)(4) found the conductors broken within 10 cm of the connector area. Analysis of the extension model 3708140 (B)(4) found no anomaly.

Event description:
Additional information was received that reported the patient was reprogrammed on (B)(6), 2012 by the hcp. The cause of the event was noted to be unknown and the patient outcome was reported as "no injury."